Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarms. The customer¿s blood glucose level was 221 mg/dl at the time of the incident. Customer were successfully able to clear the alarm and able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Formatted history file confirmed hal software error detected and the main arm cannot communicate with the motor arm error due to the software error.